Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: insertion tube became stiff; due to failure of the variable stiffness mechanism. Insertion tube has become stiff; due to the internal elements becoming stretched and/or shrunk. The event can be detected/prevented by following the instructions for use: operation manual: 3.3 inspection of the endoscope. Operation manual: important information - please read before use warnings and cautions. During the device evaluation, service observed the following: the k-pipe was deformed, the probe unit was defective, the adhesive on the bending cover (a-rubber) was chipped, the insertion tube/connecting tube was sticky, the control unit was corroded, the universal cord was kinked, the bending tube angulation wire had play, the electrical connector and ultrasonic connector were corroded, and the scope identification unit malfunctioned. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was received at an olympus service center for evaluation, with a report that the function buttons did not work. There was no patient or use injury reported. During inspection and testing, service found the insertion tube was stiff. This report is being submitted for the malfunction found during the device evaluation.